Event description:
It was reported that this procedure was to treat a lesion located in the 90% stenosed, heavily tortuous and heavily calcified proximal right coronary artery (rca). After predilatation was performed, the 3.5x12 mm xience xpedition stent delivery system (sds) was advanced; however, it was found that the stent was unable to cross the lesion. No force was applied during the unsuccessful attempts to cross the lesion. Resistance was felt during retraction of the sds from the anatomy. A 3.0x12 mm xience xpedition was advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effect and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.